Event description:
Customer reported that the insulin pump failed to return a low reservoir alarm. Customer's blood glucose level was 192 mg/dl at the time of the incident. Customer reported that her blood glucose level was between 190 mg/dl and 276 mg/dl around the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).